Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the por was undetermined. No steps were taken to resolve the issue. The issue was not resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and fecal incontinence. It was reported that they interrogated ins today using the clinician app, performed a longevity estimate that showed 98 months but noted "based on a new device." Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed that ins likely underwent a power- on reset at some point, causing the longevity to be displayed this way. The caller mentioned the patient had their lead replaced (for MRI purposes only) around 2-3 weeks ago; tss reviewed the use of electrocautery, which could have caused a por. The caller stated they didn't interrogate the ins prior to the lead replacement, and the patient hasn't connected with the ins recently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.